Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of unknown duration occurred. Data was evaluated and the allegation was confirmed as a signal loss greater than three hours. The probable cause was determined to be the patient closed the mobile app. The reported event of signal loss of unknown duration is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.